Event description:
Patient was revised to address infection. Update (B)(4) 2013- legal claim received. Legal claim also provided medical records. Additional operative notes indicated that the patient underwent his first revision surgery prior to (B)(6) 2012. The patient was originally revised due to pain and bone erosion. The dor and allegations have been updated for this complaint. All products have now been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges metallosis. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.